Event description:
Boston scientific received information that six weeks post implant, this implantable cardioverter defibrillator (ICD) revealed the device had normal lead parameters and over 300 ventricular tachycardia (vt) episodes. The ventricular tachycardia (vt) episodes appeared to conducted atrial fibrillation (af) in the monitor only zone of the device. Upon further review, one episode revealed that the device had delivered anti-tachycardia pacing (atp) and inappropriate shocks which lead to therapy exhaustion. The patient was then subsequently hospitalized for monitoring after the therapy exhaustion occured. The episodes appeared to have conducted atrial fibrillation (af) which accelerated further into the ventricular fibrillation (vf) zone where quickconvert slowed the rhythm back into the ventricular tachycardia (vt) zone and all therapies were delivered. The physician elected to reprogram the device. No additional adverse patient effects were reported. Remains in service.

Manufacturer narrative:
To date, the device remains in service and was reprogrammed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.